Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with unknown units of insulin. A supply change was performed/customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.